Event description:
The field engineer reported that the interconnect plug was dismantled and the system was unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable plug was reassembled. The system was then found to be operating as intended.